Manufacturer narrative:
The real intelligence robotic drill, part number rob10013, serial number (B)(6), intended for treatment was returned for evaluation. The reported problem could not be confirmed with a visual inspection. Nothing was identified visually that contributed to the reported problem. The reported problem was not confirmed with a functional evaluation. The device was connected to a known working cori console, where the led indicator illuminated and the system successfully detected the drill. A kpc test was conducted. The drill successfully unlocked, loaded the bur, and spun without issue, passing all functional checks. A mock tka case was also initiated. The drill again performed as expected¿unlocking, loading, and spinning the bur with no errors observed throughout the test. Screenshots and system log files provided were reviewed with the software support team. The reported problem was not confirmed. After reviewing the provided set of logs, no internal or critical errors were found. Additionally, upon examining the submitted screenshots, there were no visible bumps on the femur bone during the femur bone removal stage on femur resection surface. A complaint history review was performed by part number and no similar complaints were identified. A review by lot/serial number was performed and no similar complaints were identified. A review of manufacturing records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Although the reported problem was not confirmed through a visual or functional or log file review, factors contributing to the reported symptom may have been associated with issues during resection or data interpretation. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
H11: h2: additional information in d4: serial number.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during a cori assisted tka, while cutting the femur, the bone cutting with a real intelligence robotic drill didn't work as intended. There were bumps on the resection surface. Problem persisted even after disconnecting and reconnecting. There was a non-significant delay and the procedure was completed by changing to manual cutting. Patient was not harmed.